Manufacturer narrative:
(B)(4). (UDI): (B)(4). Reported event was confirmed by review of medical records. Review of the available records identified the following: there were no reported contributing factors of the event. Patient noted to have proximal humerus fracture with implant insertion. Patient will have delayed rehab. Device history records (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right nano shoulder procedure. The patient experienced an undisplaced intraoperative fracture of the proximal humeral with the insertion of the nano component post-surgery. No additional intervention was required.